Event description:
Boston scientific received information that the right ventricular lead exhibited loss of capture. The local boston scientific field representative suspected that the rv lead was pulled back into the right atrium. Electrogram showed over sensed noise in which the ventricular pace was capturing the right atrium and conducting down to the right ventricle. Boston scientific technical services suggested performing an x-ray. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On (B)(6) 2015, we were informed this device was returned for analysis. There was no explant date provided and the event still states the device remains implanted; no additional information was provided. The event and implant dates were provided. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, multiple signs of abrasion were identified. This may have resulted from mechanical stress between the lead and the tricuspid valve as well as to a nearby lead. The insulation itself remained intact. Furthermore cuttings in the insulation were found which likely occurred during the explantation procedure. Blood penetrated the lead. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.